Manufacturer narrative:
Evaluation summary: the customer indicated the use of a viscoelastic, which is not qualified for the lens used. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested and received. Address, city and zip code is not indicated at this time. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed (B)(6) cells in the anterior chamber. Steroids and antibiotics were prescribed. Approximately 2 weeks later, the event resolved. Additional information was provided indicating that the patient developed toxic anterior segment syndrome. There were no cultures performed.